Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 16, 2019 that a flexiva ID 365 laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the kidney performed in (B)(6) 2019. Reportedly, the laser unit used was a lumenis 100 watt console. According to the complainant, during the procedure, the laser fiber was not working properly and the junction attachment was melted by the laser generator. Reportedly, there was no burn injury to the user. The procedure was completed with another flexiva ID 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.